Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge battery pack) has been confirmed. Upon eval, the battery charger/modem was unable to recognize or charge a battery pack. The cause for the failure was isolated to a thermally damaged q1 current-controlling transistor on the charger bedside board. The cause for the damaged component was liquid contamination on the battery board. The root cause for the contamination was unable to be positively determined, but likely liquid ingress of an unk contaminant. No adverse event resulted from the defective battery charger/modem.

Event description:
A zoll distributor returned battery charger/model sn (B)(4) to report that the charger/modem was unable to charge a battery pack.